Event description:
Unomedical reference number (B)(4). Event occurred in (B)(6). On (B)(6) 2019, the patient woke up in the morning and was not feeling well. When the patient went to eat, she vomited. As the patient began vomiting and could not bring down blood glucose. Therefore, she admitted herself in the hospital with diabetic ketoacidosis and blood glucose level of 26 mg/dl. During hospitalization she received intravenous treatment (drug name unknown). Moreover, the infusion set's tubing was cracked where it meets the quick release, but the patient also declined that the tubing was leaking. On (B)(6) 2019, she was still admitted in the hospital. No further information available.